Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge 1 alarm while pumping. The customer's blood glucose level was 130-140 mg/dl. Another cartridge was installed and the alarm did not reoccur. The customer thought that the pump was the cause of the alarm 1. As the alarm was not occurring at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the event was unable to be performed.